Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mmx15mm emerge¿ balloon catheter was advanced to dilate the lesion. However during inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and blood in the lumen. Microscopic inspection and functional testing found no irregularities or defects in the balloon or markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mmx15mm emerge¿ balloon catheter was advanced to dilate the lesion. However during inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.